Event description:
The customer reported that in (B)(6) 2013, they saw an increase in transfusion reactions in sickle cell patients. Per the customer, three out of 10 procedures resulted in transfusion reactions (there were two males that were brothers and one female). This report is for the one of the three patients' reactions. The other two patient reactions are included in MDR #s 1722028-2013-xxxxx and 1722028-2013-xxxxx. This patient had a reaction during a red blood cell exchange (rbcx) procedure. The patient developed chills, rise in body temperature greater than two degrees, and severe rigors. The physician requested a work-up and the results were negative. There was not anything unusual noted in the transfused red cells by the customer. No medical intervention was noted for this event. Patient's identifier, age, and weight are not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, the center started using the imuflex wb-sp sometime in 2008 and were making random donor platelets (rdps), fresh frozen plasma (ffp), and red blood cells (rbcs). In (B)(6) 2009, they stopped making rdps, but continued to use the wb-sp bag making ffps and rbcs. Even though they stopped making rdps, they maintained a 'soft-spin' process. After three years, they started to see 'particulates' in the plasma. In (B)(6) 2012 through (B)(6) 2013, the customer saw a total of 28 units of thawed ffp with 'particulates' in the plasma and reported to terumo bct. In (B)(6) 2013, they started to process the wb-sp using a 'hard-spin' process. Since the hard-spin process, they have only seen one thawed ffp with particulates. For the red cell exchange program for sickle cell patients, they began to antigen type their wb-sp red cells 18 months ago. They have 12 patients that have been treated at intervals of approximately four weeks. 10 out of 12 patients received red cells from their wb-sp supply. Each patient received six units per treatment and the plasma exchanges are performed on the spectra machine. The age of the red cells averaged 3 to 4 weeks old, and at one time, they gave ss patients units less than 15 days old. Recipients are routinely pre-medicated with benadryl and tylenol. Per the physician, the transfusion reactions may be due to platelet hla antigens, since the platelets and fragments are now in the rbcs. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the lot number was not provided by the customer. Manufacturing records for are presentative lot were reviewed. Retention samples from the representative lot were visually examined, with no abnormalities noted. One retention sample was also tested for endotoxin, with negative results. No other patient reactions have been reported for this product. Root cause: a definitive root cause cannot be determined at this time. No failure was detected in the retention samples or testing and sterility records.

Manufacturer narrative:
This report is being filed to correct the report numbers submitted in the initial report. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The report numbers for the other two MDR's filed in relation to this report are 1722028-2013-01466 and 1722028-2013-01467.